Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that atrial undersensing was observed on the presenting egm with atrial fibrillation stored episodes. The patient had 3500 atr mode switches. There was no indication of any intervention.